Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation; however, upon inflation, the balloon ruptured. The procedure was completed with another coyote balloon. No patient complications were reported.